Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the catheter was implanted in 2016 and it fractured in the abdominal cavity. It was stated the broken pieces were retrieved. The fragments were removed by using an endoscope. Additional information received reported that a replacement procedure was performed because there was a clog in the shunt system which was implanted in 2016. A CT scan after the replacement procedure confirmed broken piece(s) of the catheter within the peritoneal cavity. The broken piece(s) was part of the catheter which was implanted in 2016. It was noted that the patient was a child.